Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: ¿the first issue I had was when I finished drawing the patient's blood with a 21g straight needle, I went to close the safety tip and it completely broke off the needle which left me with a straight needle still in the blood tube and an exposed needle on the other end. I was able to get it out of the tube without sticking myself, but that was a scary situation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: ¿the first issue I had was when I finished drawing the patient's blood with a 21g straight needle, I went to close the safety tip and it completely broke off the needle which left me with a straight needle still in the blood tube and an exposed needle on the other end. I was able to get it out of the tube without sticking myself, but that was a scary situation.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: ¿the first issue I had was when I finished drawing the patient's blood with a 21g straight needle, I went to close the safety tip and it completely broke off the needle which left me with a straight needle still in the blood tube and an exposed needle on the other end. I was able to get it out of the tube without sticking myself, but that was a scary situation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-15. Investigation summary: bd received 225 samples for investigation. 20 samples were randomly selected and evaluated by visual functional testing for proper activation and the indicated failure mode for defective locking mechanism (dlm) with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism (dlm). Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.